Manufacturer narrative:
The investigation for the reported stroke/cva and thrombus has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the reported observations could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During impella removal, biomaterial was visible at the outflow of the used pump and was retained for investigation. Additionally, it was noted that the patient had occlusion of the m1 segment. Care was subsequently withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.